Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for patients tested for elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module. Of the data provided for 6 patient samples, the results for 4 patient samples were erroneous. The erroneous results were reported outside of the laboratory. Patient sample 1 initial hcg + b result was 8 miu/ml. The repeat result was 0.100 miu/ml with a data flag. Patient sample 2 (female) initial hcg + b result was 9 miu/ml. The repeat result was 0.100 miu/ml with a data flag. Patient sample 3 (female) initial hcg + b result was 24.70 miu/ml. The sample was repeated 3 times with a sample alarm (no result), a result of 0.100 miu/ml with a data flag and a result of 0.100 miu/ml with a data flag. Patient sample 4 (female) initial hcg + b result was 30 miu/ml. The sample was repeated twice with results of 0.168 miu/ml and 0.244 miu/ml. The sample for this patient was slightly hemolysed. The repeat results were considered to be correct. No adverse event was reported. The hcg + b reagent lot number was 13196003 with an expiration date of 05/31/2017. The field service engineer (fse) visited the customer site where they mentioned they were also having trouble with hcg + b calibration. The measuring cell was inspected and no unusual marks or blockage was found. Due to possible blockage in the black tubing coming from the sipper nozzle, the fse ran nylon through the black tubing and sipper nozzle to remove any potential blockage. The lines were then flushed out. The measuring cell was re-installed and aligned. The fse did not find any obvious contamination. An instrument test was run which failed. The high voltage of the photomultiplier tube was out of range and was adjusted. The instrument test was run again with passing results. The fse deleted calibrations and calibrated the cell blank. The customer ran calibrations and quality controls which were acceptable. A specific root cause could not be identified. Discrepant, high results for this assay are typically caused by carryover in the measuring cell. The contamination is typically caused by preanalytic issues with the sample. The sample alarm that occurred with the sample for patient 3 indicates gel or fibrin in the sample. This material can be aspirated and transferred to the measuring cell where it can cause carryover. The customer has not had any further issues since the service visit.